Event description:
A report was received that during a lead pull procedure, one of the leads tip broke. The broken lead tip was still in the tissue. The trial physician referred the patient to a general surgeon for the removal of the broken lead tip.

Manufacturer narrative:
Additional information was received that the rest of the leads were removed from the patient¿s body. No further course of action.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e serial/lot #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during a lead pull procedure, one of the leads tip broke. The broken lead tip was still in the tissue. The trial physician referred the patient to a general surgeon for the removal of the broken lead tip.